Event description:
It was reported that bd alaris pca administration kit over infused the following information was received by the initial reporter with the following verbatim: product complaint mms and mds. Has pump in biomed. Issue: infusion rate happening quicker than expected had to open another kit. The second kit did not give them any issues. Mat ref: (B)(4) kit pca kit mds. Retain sample of kit.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) medical center. H.3: if a device evaluation and or device history review is completed, a supplemental report will be filed.